Event description:
Per the clinic, during initial implantation, a preoperative CT scan (specific date not reported) confirmed ossification in the basal part of the cochlea, leading the surgeon to perform a vestibular ramp approach. However, postoperative imaging (type and specific date not reported) revealed that the electrode array was inappropriately inserted and was located in the lateral semicircular canal. The patient experienced poor performance with the device use, with responses limited to sound detection only during the connection of external components. Subsequently, the device was explanted on (B)(6) 2025 and the patient reimplanted with another cochlear device during the same surgery.